Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge ran out of insulin and customer did not load a new cartridge. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. Reportedly, the cartridge was changed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.